Event description:
It was reported that the collimator remained closed following boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator connectors were reseated during the service call. The system was tested, found to be working as intended, and put back into service.